Event description:
A beckman coulter inc (bec) customer was contacted via the accutni marketing surveillance program msp customer contact program in regards to an elevated accutni results on two patients. The results were generated on the access2 immunoassay analyzer and were not reported out of the laboratory. The samples were repeated on the same unit and patient's one sample resulted above the ami cut-off and recovered within the normal reference range. The second patient's sample resulted within the risk stratification range and recovered within the normal reference range. No root cause could be determined for this event with the information supplied. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. The customer did not report affect to the patient or user attributed or connected to this event. The samples were collected in lithium heparin gel separator tubes. Per customer no instrument hardware issues been noted and the qc has been within specification. Service was not dispatched for this event no root cause could be determined for this event with the information supplied.

Manufacturer narrative:
Service was not dispatched.